Event description:
Additional information: it was reported that the patient was recovering. The patient had completely recovered from their constipation. They were still recovering from increased spasticity, urinary retention, somnolence, and fever. The patient spasticity decreased when falling asleep, but there has not been clear improvement. Magmitt was administered and laxative levels had been adjusted for bowel management. Due to urinary retention, a balloon catheter was temporarily inserted and gabalon was subsequently increased. The catheter was removed, but the symptoms recurred. The patient¿s condition did not deteriorate after the gabalon dosage was increased. The cause of the fever was unknown. Due to constipation and urinary retention, the daily dose of baclofen was not altered. The cause of the urinary retention was unknown. The cause of the constipation was unknown. Drug: lioresal, dantrium, depakene fine granules, magmitt.

Event description:
It was reported that the patient developed severe fever and increased spasticity. The patient was hospitalized for these symptoms. The fever first developed in (B)(6) 2011, and recovered multiple times. The last date of onset for the fever was (B)(6) 2011, and it was last reported that the patient had not recovered. The date of onset of increased spasticity was unclear ((B)(6) 2011) and was last reported that the patient had not recovered. The patient developed somnolence on (B)(6) 2011, and was last reported to have not recovered. The patient also had developed constipation and urinary retention on (B)(6) 2011, which recovered 'spontaneously' on (B)(6) 2011. On (B)(6) it was reported that an x-ray was taken which showed no anomaly with the catheter and confirmed its position; however, the fever and spasms had increased and the baclofen was increased to 120mcg/ml. There was concern about the possibility of withdrawal symptoms and drug resistance, particularly since blood tests had shown that the creatine phosphokinase (cpk) was beginning to increase. On (B)(6), it was reported that the fever and increased spasms had been readdressed through administering lioresal as a concomitant drug, and the patient's condition stabilized. However; somnolence was subsequently observed; therefore the lioresal was reduced and the intrathecal baclofen dosage was increased. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the patient's spasticity was improving, but his condition remained unstable with continued fever. There was no sign of infection and without deteriorating spasticity the patient was receiving symptomatic treatment. The doctor stated that it would take more time for any obvious improvement to actualize. The patient's concomitant medications were wypax, rivotril, urso, pantosin, lioresal, maglax, and selbex.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
For use by user facility/importer(devices only). (B)(4).